Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ib2 femoral component, catalog # unknown, lot # unknown; unknown ib2 tibial tray, catalog # unknown, lot # unknown; tibial locking clip, catalog # 00522006600, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to unknown reasons. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported following a knee arthroplasty, the patient's bearing was revised due to an infection. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.